Manufacturer narrative:
The customer contacted a siemens customer care center and inquired about the alternate dimension exl with lm instrument. While doing so, the customer reported that the dimension exl with lm instrument with serial number (B)(4) generated a falsely elevated sodium result. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was initially run on an alternate dimension exl with lm twice and those results were lower than the discordant result. The sodium result of 133 mmol/l was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium (na) result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2021-00074 on 08-mar-2021. Additional information (18-mar-2021): siemens investigated the issue and determined that the customer centrifuges samples outside of tube manufacturers requirements. Sample integrity issues potentially contributed to the discordant, falsely elevated sodium result. No issues were noted with other patient samples tested on this instrument indicating that the instrument and reagents were performing acceptably. Repeat of the same sample yielded expected results. The instrument is performing according to specifications. No further evaluation of this device is required. The investigation findings and investigation conclusions were updated to reflect the additional information.